Event description:
It was reported that the renasys touch device does not charge any more, it was in use for 2 weeks. Patient tried with other charger but the device did not charge. Further measure was device replacement. No damage to patient. Disadvantage was patient had to hang all the time on the current.

Manufacturer narrative:
The renasys touch and power supply with batch ktaf160137 and used in treatment, was returned for evaluation. A visual inspection found the back enclosure broken. A relationship with the reported failure to charge has been established, the main pcb was defective and the device could not charge. The vacuum motor also did not pass a calibration test. The root cause was determined as circuit board failure. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. A review of the complaint history found other instances of this reported issue. These instances are being monitored with further work being conducted to determine if additional actions are required.